Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad issue, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was ¿malfunctioning due to keypad¿. No further information was provided. Customer technical support made attempts to contact the reporter to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because, the issue remained unresolved.